Manufacturer narrative:
The device remains implanted therefore it is not available to be returned to eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon attempted to fold the lens into an injector but the lens was "hard". After lens implantation, the lens had issues with unfolding. During first post-op, the lens was still not completely unfolded in the bag. There is no report of pt impact. It is to be noted that the inserter used during this event was not a b+l approved inserter for the lens.